Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). Gas loss alarm had occurred where troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced. Troubleshoot performed by iab fill and restarting the pump and by verifying all tubing and connections were secure and appropriate and there was no blood or discoloration in the helium tubing. The nature of alarm and patient conditions are reviewed and explained e of malfunction.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, investigation conclusion, component codes and investigation findings) b5 (describe event or problem). B7 (other relevant history) a gas loss in iab circuit alarm reported. The nurse reported that the help screen had been utilized and the balloon required multiple fills before therapy was successfully restarted. An alarm history log was printed and reviewed to confirm that the alarm was a gas loss alarm. The nurse reported that the alarm occurred multiple times. The nurse verified that all tubing and connections were secure and properly configured, with no blood or discoloration observed in the helium tubing. Further discussion revealed that the initial alarm occurred when the head of bed was raised from a flat position to approximately 30 degrees. The nurse also reported that the patient had been active, including sitting up, eating, moving in bed, interacting with family, and experiencing tachycardia over several days. Education was provided regarding the nature of the gas loss alarm. Based on the clinical scenario and patient activity, the alarm was likely triggered by a combination of positional changes, patient movement, and hemodynamic factors. The nurse was advised to seek further assistance if the alarm recurred multiple times within a short period for additional troubleshooting.

Event description:
User called into emergency support program line to report issue during use with cardiosave intra-aortic balloon pump (iabp) regarding gas loss in iab circuit alarm. There was no injury reported.